Event description:
After removing air from 1000ml nacl 0.9% bag, leak noted on bottom of bag approx 3/4 inch from edge of bag - not on seam or ports. This was caught prior to the final dispense of the product to the pt.